Event description:
Patient reported broken needles. Patient stated the pen needle was defective. Patient stated the rx is not defective but the pen needle itself breaks. The needle that goes on the attachment is breaking and it happens constantly. Unknown if patient has missed dose. Unknown if patient experienced an adverse event as a result. Unknown if patient has defective product on hand. No further information provided. Strength unit: pen needle 31g 8 mm 5/16 shrt: other frequency: use to administer tymlos; indications: age-related osteoporosis without current pathological fracture; age-rel osteopor w current path fracture, unsp site, init.